Manufacturer narrative:
The impella device investigation evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella was removed because there was a risk of pump stoppage due to a purge pressure rise alarm. The patient's condition was stable after the impella was removed. The device was explanted successfully, no further information is available.

Manufacturer narrative:
The investigation for the reported issue has been completed. A visual inspection of the pump did not show any biomaterial in the purge gap or any kinks. The pump was run in a bucket of water and the high purge pressure was not reproduced. A pump tear down was performed and biomaterial was found in the motor. The cause of the high purge pressure was biomaterial. Section b1:: adverse event selected for due to investigation findings section h1: reportability type corrected to serious injury due to investigation findings section d9: device available for evaluation changed to yes, device returned to manufacturer changed to yes, date device returned to manufacturer added.